Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory in the procedure. It was reported that there was calcification and stenosis in the patient's bilateral access vessels. Reportedly, before the introducer sheath was inserted, the patient's left external iliac artery was dilated using a non-gore balloon. When the artery was dilated, the left external iliac artery became dissected. It was also noted that the patient's bilateral internal iliac arteries, and inferior mesenteric artery were embolized as previously planned. The 12fr. Gore® dryseal flex introducer sheath was inserted from the patient's right side. No resistance was reported. A gore® excluder® aaa contralateral leg component was implanted successfully. After all gore devices were implanted, a 10mmx4cm cordis smart stent was implanted to resolve the left external iliac artery dissection. During closing of the access site it was observed that blood flow in the patient's right external iliac artery decreased. Angiography imaging identified a dissection in the patient's right external iliac artery. It was reported that it was unknown when the dissection in the patient's right external iliac artery occurred. The physician suggested that both dissections occurred due to patient access vessel condition (calcification and stenosis). Tortuosity of the patient's right external iliac artery was also noted in the case report provided by the clinical sales associate. The case report shows that the diameter of the patient's right external iliac artery appears to range from 4.9-6.4mm. An 8mmx8cm cordis smart stent was implanted to resolve the right external iliac artery dissection. The patient tolerated the procedure.